Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, improperly disconnecting from the set is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during initial drain. The home patient (hp) was not connected at the time of the alarm. During troubleshooting, it was noted that the hp had disconnected from the set without pressing stop and then reconnected using proper aseptic technique. The technical service representative reviewed proper procedures with the care giver, explained the alarm, assisted the care giver to clear the alarm, and advised the care giver to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.